Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during testing an 840 ventilator was not working. There was no patient involvement at the time of the event. A non- medtronic/covidien service provider inspected the device and found that the compressor inoperative alarm was displaying on the screen. The service provider identified that the compressor outlet filter is damaged and needs replacing. Medtronic/covidien was not authorized to repair the device.